Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) complained of a non-specific product performance anomaly and requested this system to be removed. The physician subsequently explanted the system. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).